Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to advance down the scope. The clip grasped and locked onto the tissue, but the handle broke and the clip would not release from the catheter. The clip was attempted to be deployed multiple times and the clip eventually deploy; however, the clip fell off. The procedure was completed successfully with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a15 captures the reportable issue of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. It was also noted that the control wire is out of the spool and the spool is not attached to the handle. Microscope examination was performed, and it was confirmed that there was evidence of full deployment. Dimensional examination was performed outside diameter of the bushing, and the lengths of various parts were within specification. A dimensional analysis was also performed between the hooks of the bushing, and both side a and side b were within specification. No other issues with the device were noted. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip was able to advance down the scope. The clip grasped and locked onto the tissue, but the handle broke and the clip would not release from the catheter. The clip was attempted to be deployed multiple times and the clip eventually deploy; however, the clip fell off. The procedure was completed successfully with another resolution 360 clip device. There were no patient complications reported as a result of this event.